Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating. Customer¿s blood glucose level was 87 mg/dl. The customer continued to use the pump for insulin therapy.